Manufacturer narrative:
(B)(4). Date sent: 1/6/21 investigation summary the device was returned with the tissue pad damaged, melted, and 100% present. However, the tissue pad was attached to the clamp arm and not detached as reported by the customer. In addition, the blade tip was damaged at the distal end due to contact with the clamp arm after the tissue pad was melted away. The device was connected to a gen11 and the device did activate during functional testing. No eeprom data could be obtained from this device, however, this seems to be unrelated to the reported complaint. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Probable causes of the blade damage are applying pressure between the instrument blade and tissue pad without having tissue between them, subsequent activations would completely wear and melt the tissue pad until the blade tip makes contact with the clamp arm. Avoid activating the blade without tissue between the blade and tissue pad to prevent this type of damage. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: unknown additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue?-no. Is the white tissue pad completely missing from the clamp arm of the device?-yes. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after 20 minutes of liver surgery, the white teflon pad fell off.